Event description:
Manufacturer received a report that the top plate separated from the seat tube on the power wheelchair. The user reported he fell out of the wheelchair and suffered minor injuries. Manufacturer is replacing the seat tube with a reinforced tube. User will not make the wheelchair available for inspection.